Event description:
It was reported that the ilet stopped delivering insulin after the dexcom g7 continuous glucose monitor (cgm) failed and connection was lost. The user did not apply a new cgm nor did they enter their blood glucose (bg) readings to initiate bg run mode which led to dosing suspension. A new cgm was applied the next morning and read "high". A confirmatory fingerstick measured 467 mg/dl and subsequent values trended down after reconnection and time on system. It was also noted that the user made two accidental meal announcements upon reconnection. Symptoms included hyperglycemia and dry mouth. Outcomes included the need for troubleshooting and education, with glucose subsequently trending down to 392 mg/dl and continuing to decrease. Investigation included review of device data and user-reported history, including cgm connectivity status, sensor failure, and dosing suspension related to missing glucose entries. Investigation of this case revealed that insulin delivery had appropriately stopped due to absent cgm input after sensor failure, and that hyperglycemia occurred during the lapse in automated dosing, with subsequent recovery after cgm replacement and continued monitoring. It was concluded, based on previously established findings for similar reports, that the cause was user-related interruption of cgm data resulting in intended pump behavior to suspend dosing until glucose data were restored.